Event description:
It was reported that the device gave a battery error. It was not specified by reporter whether the device issue prevented the infusion therapy from being started or if the error actually interrupted delivery. No known adverse effects to patient.

Manufacturer narrative:
One cadd-ms 3 ambulatory infusion pump was retuned for analysis for a battery error. The reported issue was not verified. The rear housing was replaced due to being damaged at the syringe port. A scratched screen and front housing were replaced as part of the repair process. A new software was installed, and the syringe and battery cap were also replaced.